Manufacturer narrative:
Replacement safety sheets were sent. The lot number for the safety sheets is 240301m11. The manufacturing record was reviewed and the lot passed all inspections. Zipper functionality is verified with current controls that are in place at the contract manufacturing facility. The product is inspected during in-process and final inspections. The controls in place to ensure the sheets and canopy are manufactured to cubby design specifications include training, work instructions, qa in process inspection, first sample review and a functional test by aql. The root cause of the safety sheet zipper separation is unclear. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.

Event description:
Trapped by his head/neck in the bed frame. Per parent, she was able to separate the zipper with one sheet but not the other and is only using the sheet that is not separating. There was no report of injury as a result of the event.